Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through strykeractive facebook complaint, "I have 2 stryker knees that caused severe neuropathy." This pi is for the right knee